Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 420 mg/dl range and went to the emergency room. Customer stated they believe elevated bg levels are due to an infection or sickness. Customer was in the emergency room for 3 hours and underwent labwork and tests. Customer was not treated with insulin while in the emergency room due to the customer delivering a manual injection prior to arriving at the emergency room. Customer declined further troubleshooting with tandem technical support, and stated they will discuss pump settings with their health care professional.